Event description:
Leg was swollen and in pain [pain in leg]. Leg was swollen and in pain [swelling of legs]. Got 65 cc drained off his knee/had 30 cc drained from his left knee [effusion (l) knee] . Case narrative: initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from a other healthcare professional via sales representative from united states. This case involves 51 year old male patient (height:182.88 cm); weight: 245 (units not provided)) who experienced leg was swollen and in pain and got 65 cc drained off his knee/had 30 cc drained from his left knee (latency: same day), while he used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No concomitant medications were reported. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route at an unknown dosage once, (lot - 8rsl070, expiry date: 30-nov-2021) used for unknown indication in left knee. On the same day, patient leg was swollen and in pain. As of unknown date in (B)(6) 2019, the patient was advised to use ice, keep it elevated and use crutches. The event assessed as serious due to use of crutches (marked as disability). On (B)(6) 2019, patient called the doctor office to report events. On (B)(6) 2019, after 5 days of administration of injection, patient went to the office and got 65 cc drained off his knee (assessed as serious as intervention required marked for the event) and had a steroid injection. It was reported that the patient was ok now. The doctor office wanted to know if there were any known issues for the reported lot. On (B)(6) 2019, after 12 days of administration of injection, patient again had 30 cc drained from his left knee and the doctor again enquired if there was any problem with the particular lot or if there would be any compensation the patient can receive related to the adverse events he experienced. It was reported that the product was not in-appropriately used. Action taken: not applicable for all the events. Corrective treatment: ice, keep it elevated and use crutches for leg was swollen and in pain; steroid injection and aspiration for got 65 cc drained off his knee/had 30 cc drained from his left knee. Outcome: not recovered for all events. The product technical complaint (ptc) was initiated on 18-oct-2019 for synvisc one, lot number: 8rsl070, with global ptc number 60472. The production and quality control documentation for lot: 8rsl070 expiration date (2020-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl070 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort detect safety signals. This review has not indicated any safety issue. As of 18-oct-19 there were 3 complaints on file for lot# 8rsl070 and all related sublots. 3 complaints are on file for lot# 8rsl070: (1) syringe broken prior, (1) foreign matter, and (1) adverse event. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Additional information was received on 30-sep-2019 from other healthcare professional. Expiration date updated. Event verbatim of got 65 cc drained off his knee updated to got 65 cc drained off his knee/had 30 cc drained from his left knee. Clinical course updated. Text amended accordingly. Additional information was received on 18-oct-2019 from gemg. Ptc results were received, and global ptc number was added. Additional information was received on 28-oct-2019 from other healthcare professional. Patient demographics added. Event onset dates and outcomes updated for all events. Clinical course updated. Text amended accordingly.

Event description:
Leg was swollen and in pain [pain in leg] . Leg was swollen and in pain [swelling of legs] . Got 65 cc drained off his knee/had 35 cc drained from his left knee [effusion (l) knee] . Case narrative: initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from a other healthcare professional via sales representative from united states. This case involves adult patient who experienced leg was swollen and in pain and got 65 cc drained off his knee/had 35 cc drained from his left knee, while he/she used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No concomitant medications were reported. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articular route at an unknown dosage once, (lot - 8rsl070, expiry date: 30-nov-2021) used for unknown indication. On (B)(6) 2019, patient called the doctor office. On an unknown date in (B)(6) 2019, after unknown latency, patient leg was swollen and in pain. As of unknown date in (B)(6) 2019, the patient was advised to use ice, keep it elevated and use crutches. The event assessed as serious due to use of crutches (marked as disability). On (B)(6) 2019, after 5 days of administration of injection, patient went to the office and got 65 cc drained off his knee (assessed as serious as intervention required marked for the event) and had a steroid injection. It was reported that the patient was ok now. The doctor office wanted to know if there were any known issues for the reported lot. On 30-sep-2019, after 12 days of administration of injection, patient again had 35 cc drained from his left knee and the doctor again enquired if there was any problem with the particular lot or if there would be any compensation the patient can receive related to the adverse events he experienced. Action taken: not applicable for all the events. Corrective treatment: ice, keep it elevated and use crutches for leg was swollen and in pain; steroid injection for got 65 cc drained off his knee/had 35 cc drained from his left knee . Outcome: unknown for all events. The product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one, lot number: 8rsl070, with global ptc number (B)(4). The production and quality control documentation for lot: 8rsl070 expiration date (2020-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl070 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort detect safety signals. This review has not indicated any safety issue. As of 18-oct-19 there were 3 complaints on file for lot# 8rsl070 and all related sublots. 3 complaints are on file for lot# 8rsl070: (1) syringe broken prior, (1) foreign matter, and (1) adverse event. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Additional information was received on 30-sep-2019 from other healthcare professional. Expiration date updated. Event verbatim of got 65 cc drained off his knee updated to got 65 cc drained off his knee/had 35 cc drained from his left knee. Clinical course updated. Text amended accordingly. Additional information was received on 18-oct-2019 from gemg. Ptc results were received, and global ptc number was added.

Event description:
Leg was swollen and in pain [pain in leg]. Leg was swollen and in pain [swelling of legs]. Got 65 cc drained off his knee/had 35 cc drained from his left knee [effusion (l) knee]. Case narrative: initial information received on 26-sep-2019 regarding an unsolicited valid serious case received from a other healthcare professional via sales representative from united states. This case involves adult patient who experienced leg was swollen and in pain and got 65 cc drained off his knee/had 35 cc drained from his left knee, while he/she used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No concomitant medications were reported. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articular route at an unknown dosage once, (lot - 8rsl070, expiry date: 30-nov-2021) used for unknown indication. On (B)(6) 2019, patient called the doctor office. On an unknown date in (B)(6) 2019, after unknown latency, patient leg was swollen and in pain. As of unknown date in (B)(6) 2019, the patient was advised to use ice, keep it elevated and use crutches. The event assessed as serious due to use of crutches (marked as disability). On (B)(6) 2019, after 5 days of administration of injection, patient went to the office and got 65 cc drained off his knee (assessed as serious as intervention required marked for the event) and had a steroid injection. It was reported that the patient was ok now. The doctor office wanted to know if there were any known issues for the reported lot. On (B)(6) 2019, after 12 days of administration of injection, patient again had 35 cc drained from his left knee and the doctor again enquired if there was any problem with the particular lot or if there would be any compensation the patient can receive related to the adverse events he experienced. Action taken: not applicable for all the events. Corrective treatment: ice, keep it elevated and use crutches for leg was swollen and in pain; steroid injection for got 65 cc drained off his knee/had 35 cc drained from his left knee outcome: unknown for all events the product technical complaint (ptc) was initiated and the results were pending for the same. Additional information was received on 30-sep-2019 from other healthcare professional. Expiration date updated. Event verbatim of got 65 cc drained off his knee updated to got 65 cc drained off his knee/had 35 cc drained from his left knee. Clinical course updated. Text amended accordingly.